Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a lack of audible alarms during the no external power and pump off alarms was not confirmed as the system controller was not returned for analysis. The submitted log file contained approximately 1 day of data ((B)(6) 2021 per the timestamp). The log file captured a pump stop on (B)(6) 2021 at 07:09:48 due to the batteries becoming fully depleted; the pump stop and clock not set alarms are addressed under the pump investigation. The data in the log file showed that the controller alarmed appropriately in response to the low voltage, no external power, and pump off alarms. No other notable alarms were observed in the log file. The pump maintained a speed above the low speed limit while connected to a charged power source. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 29aug2019. Heartmate 3 instructions for use section ¿ 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, no external power, and pump off alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's weight was estimated from most recent provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell asleep on batteries and woke up with drained batteries but no alarms went off. The patient replaced the depleted batteries and the pump/controller restarted. The internal batteries had 0 months left until replacement. Resyncing the controller resolved the yellow wrench alarms as a result of no power. The backup battery was replaced. Related manufacturer report number # 2916596-2021-02670.